Event description:
It was reported that the device had reached battery depletion prematurely. The device was explanted and replaced. It was also reported there was low impedance and exit block on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.